Event description:
A home pt received a system error 2240 alarm. Upon investigation of this report, the nurse informed this writer that the home pt was being treated for peritonitis. The home pt's nurse reported the home pt was diagnosed with peritonitis in 2008. The pt was not hospitalized and reported to the clinic with the symptoms of abdominal pain and cloudy effluent. The culture, taken on the same day, revealed staphylococcus epidermis. The cell count for the home pt revealed a white blood cell count of 3400. The home pt was treated with 1.5g vancomycin every 3-5 days for 21 days. The home pt has not recovered as they have one dose of antibiotic remaining, however, the symptoms are no longer present. There was no known exit site infection. There was no identified break in aseptic technique (except for reported 2240 which occurred while being treated for the peritonitis). There was no known reuse of supplies. The nurse indicated the suspected root cause of the peritonitis was touch contamination from the home pt. She indicated the home pt had a faulty cxd device which poked through the bags. She reported the sliding mechanism was not working, so the home pt was reaching into the device using his fingers to make the device move. This was the identified touch contamination. The cxd device was available for eval. The home pt was no longer using the device. A swap of the cxd device was arranged with the home pt's nurse.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.